Event description:
It was reported that during a rf procedure on (B)(6) 2025 the generator did not reach the target temperature. As such, the procedure was aborted. There was no adverse patient consequence.

Manufacturer narrative:
Corrected data: b1 and h8.

Manufacturer narrative:
The reported event was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout investigation.